Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735994, serial/lot #: -, ubd:- , UDI#:- medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The event occurred during a cranial resection procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The screen did not appear on the monitor of the camera cart. It was reported that since the image was not displayed, it was suddenly handled using a magnetic field type. The procedure was completed using the navigation/image system.

Event description:
Medtronic received information regarding a navigation system. It was reported that as only the camera cart images were not shown, "it was suddenly handled using the magnetic em". There was no impact to patient's outcome and there was no surgical delay time.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735976, serial/lot: unknown h3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable.  A1-5: patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the network router (product: 9735994, lot: nx2046o10131) was returned to the manufacturer for analysis. Analysis found that it would not connect. Analysis found that the reported event was related to an electrical issue. The pcoip (pc-over-ip) client (product: 9735796, lot: 7ybadx3yth3) was returned to the manufacturer for analysis. The pcoip client was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. H6: fdm b01, fdr c02, and fdc d02 are applicable to the network router hardware analysis. Fdm b01, fdr c19, and fdc d14 are applicable to the pcoip client hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.